Manufacturer narrative:
The report received from the affiliate indicated that during an inventory inspection, a fiber-like piece of foreign matter was found inside the sterile pouch of the sakura dura star 3.0 x 15 balloon catheter. The outer product box and sterile packaging were intact. The seal was not opened. There was no actual damage to the product packaging. No other anomalies were noted. The product wasn't clinically used in a patient. The product was handled as per the usual procedure. The product wasn't re-sterilized or re-packaged. There was no reported patient injury. The product was returned for inspection. One sterile sakura dura star, 3.00 x 15 was received inside original package. A foreign material (hair-like) could be observed inside of the pouch. During analysis a seal reduction could be observed in the middle section of the pouch seal (supplier). The width seal appeared reduced from the inside out. Transfer material was observed on the film on the reduced section of the seal. Not other damages were observed. The foreign material was measured and found out of specification parameters. Reduced seal (supplier) was measured and found within of specification parameters. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure 'foreign material' was confirmed. The root cause could not be conclusively determined. However, a risk assessment to address this issue has previously been conducted. This additional complaint does not change the severity or occurrence rate of the initial investigation, therefore no action will be taken at this time. Additionally, the reduced seal found during analysis was found within specification parameters, therefore no action will be taken.

Event description:
The report received from the affiliate indicated that during an inventory inspection, a fiber-like piece of foreign matter was found inside the sterile pouch of the sakura dura star 3.0 x 15 balloon catheter. The outer product box and sterile packaging were intact. The seal was not opened. There was no actual damage to the product packaging. No other anomalies were noted. The product wasn't clinically used in a patient. The product was handled as per the usual procedure. The product wasn't re-sterilized or re-packaged. There was no reported patient injury.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.